Event description:
It was reported that the patient's system was explanted. The reporter was unsure what type of pain the patient was experiencing or why the device was malfunctioning. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of implantable neuro stimulator found no anomaly. Analysis of the lead found no anomaly.

Manufacturer narrative:
(B)(4). Lead, model 3093-28, lot# v807714, implanted: 2011 (B)(6), explanted: 2012 (B)(6); programmer, model 3037, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.